Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert while attempting to deliver a bolus. Tandem technical support confirmed prior bolus was delivered in the pump logs. The customer's blood glucose level was 289 mg/dl. Reportedly, the customer stated had recently eaten and the customer stated it was possible the high bg level was not due to the reported occurrence. The customer reported a correction for the high bg level was not performed due to having insulin on board (iob).